Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by generalized swelling, generalized pain that included abdominal pain and abnormal effluent (described as "discharge fluid which was dirty") . The cause of the event was unknown. The patient was hospitalized for the event. The patient was treated with an unknown antibiotics and unknown medication that was later changed to azolin and tobramycin (doses, routes, frequencies and durations were not reported) for peritonitis. Seven days after hospitalization, the patient recovered from the event. Action taken with pd therapy was not reported. No additional information is available.